Event description:
While performing a field action, the audio alarm was found covered with an adhesive tape. The customer support engineer removed the tape and verified the function of the alarm. The cse reported the findings to the customer. The unit passed extended self testing. No parts were replaced. This report is not an admission by co that this device caused or contributed to the event alleged in this report.